Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar instrument was analyzed and found to have a broken conductor wire. The instrument failed the electrical continuity test. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted total gastrectomy surgical procedure, the permanent cautery hook instrument did not cauterize and had no energy. It did not coagulate during intervention. The procedure was completed using a different permanent cautery hook instrument. There were no reported procedural delays. Isi followed up with the initial reporter and obtained the following additional information: the event occurred while dissection by cauterization. The issue was identified during initial use. There was no injury to the patient and no bleeding. Therefore, there was no blood loss. The staff change the permanent cautery hook with a backup instrument in less than 5 minutes. There were no errors observed on the system. The patient did not experience any post-operative complications. No images were available for review.